Event description:
Endo stapler would not open after firing staples into segment of small intestine. The surgeon in this case had to resect additional bowel, which delayed completion of the case by an hour. It appears that the pt was not permanently harmed.